Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A definitive cause for the reported stent fracture and transient ischemic attack (tia) cannot be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents from this lot. Based on the reviewed information, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The reported patient effect of transient ischemic attack (tia) is a known observed and potential patient effect as listed in the xact instruction for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that during the procedure on (B)(6) 2015, the patient had an xact stent implanted in the right internal carotid artery. The patient presented in the emergency room on (B)(6) 2015 with transient ischemic attack (tia). Angiogram revealed the xact stent to be fractured. A 8.6 x 40 mm stent was placed over the fractured stent on (B)(6) 2015. There was no clinically significant delay during the procedure. No additional information was provided.